Manufacturer narrative:
The 14f esheath was returned with two introducers. The sheath was visually inspected, and the following was observed: slightly twisted sheath and introducer shafts; sheath was fully expanded and the distal tip opened; liner circumferentially delaminated with a length of 1.25 inches from the distal tip. The marker band was still present; minor stretch mark observed 1.75 inches from distal tip. A review of imagery provided showed the patient's access vessel had presence of tortuosity and the device related videos reveal that the liner was circumferentially delaminated and bunched up at the distal tip. Due to the nature of the complaint, no relevant dimensional and functional testing were able to be performed. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to liner delamination. A review of the complaint history from august 2020 to july 2021 revealed additional similar complaints for sheath shaft liner delamination for esheath (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath liner delamination was confirmed through evaluation of the returned device and provided imagery. No manufacturing non-conformances were identified. Reviews of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the sheath liner delamination was present out of the box. Per report, ''after bav process with a 23mm ew bav catheter, a resistance was found when the bav balloon was retrieved through sheath. The expandable part of the sheath was found inverted (like a sleeve) from the inside of the main blue part of the sheath''. Per evaluation of the returned device, the sheath liner was circumferentially delaminated with the marker band still present. Per imaging evaluation, the access vessels had presence of tortuosity. Vessel tortuosity can create a challenging pathway and can create a non-coaxial alignment between the predilation balloon and sheath distal tip upon reentry into the sheath. This scenario can potentially lead to the balloon catching on the sheath distal tip leading to sheath delamination. While a definitive root cause was unable to be determined, available information suggests that patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal) may have contributed to the complaint event. Since no product non-conformance was confirmed, a product risk assessment escalation and corrective/preventative actions are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, balloon aortic valvuloplasty (bav) was performed and upon removal, resistance was noted. The expandable part of the sheath was found inverted from the inside of the blue part of the sheath. The devices were removed and new system was used. There was no patient injury. This event is MDR reportable.